Event description:
The tunneler tip was located during the initial surgery (10/12/96) and removed from the pt. Subsequent to the initial surgery on 10/12/96, the implanted graft (not co's product) clotted, necessitating surgical intervention. Subsequently, the pt went into organ failure and ultimately died on 10/14/96, 2 days following the initial surgery.